Event description:
Dealer says the consumer states that the left side of the chair was hard and she started to lean towards the right to compensate. With doing that she has developed a pressure sore on her bottom. No medical intervention reported.